Manufacturer narrative:
Product complaint (B)(4). Batch # n56d47. Device evaluation summary: the analysis results found that the tcr75 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the device. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the gastrectomy procedure, tcr75 coded reload cut the tissue but did not staple the whole incision line. There were no patient consequences reported.